Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed to treat a chronic total occlusion (cto) in the superficial femoral artery (sfa) via retrograde approach from posterior tibial artery (pta). When an asahi gladius mg 14 pv guide wire was used with a kaneka medix ichibanyari microcatheter, the devices could not be manipulated as intended. When attempting to remove the gladius mg 14 pv, the ichibanyari was found stuck on the guide wire. The two devices were removed as a unit. The devices were then exchanged to resume the procedure. The ppi was successfully completed with reestablished blood flow achieved by stenting. There were no adverse patient effects associated with this event. The patient was reportedly fine after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date returned to manufacturer. The reported gladius mg 14 pv was returned for evaluation with the concomitant ichibanyari microcatheter. The returned gladius mg 14 pv was found inserted inside the ichibanyari. The distal segment of the ichibanyari was deformed in a helical shape. Distal to the tip of the ichibanyari, the coil of the gladius mg 14 pv was found elongated along with tearing of the polymer jacket for approximately 15mm and then fractured. Microscopic observation found that the fracture end of the coil was twisted and had a flat fracture surface, indicating that the coil fracture was attributed to torsion generated most likely when the coil was pulled and straightened. For observation purposes, the gladius mg 14 pv was withdrawn from the ichibanyari and the coil and the polymer jacket of the gladius mg 14 pv were removed to expose the core fracture end. The core was found helically deformed and fractured at approximately 26mm distal to the proximal solder (set at 85mm from the tip for the purpose of fixing the coil onto the core). The fracture end of the core was bent and had an oblique fracture surface, indicating that localized bending stress had contributed to the core fracture. Measurement of the returned gladius mg 14 pv suggested that the approximately 59mm of the wire tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed bending stress was locally applied on the tip of the gladius mg 14 pv likely due to anatomical conditions, fracturing the core and deforming the wire tip. Due to the damage, the gladius mg 14 pv became stuck with the concomitant microcatheter. Further applied tensile stress generated with removal then made the coil elongate along with tearing of the polymer jacket. It was concluded that this event was not attributed to product quality. Because the separated tip of the gladius mg 14 pv was not returned, it was unable to completely rule out the potentiality that it might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: warnings. ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. Malfunction and adverse effects. ~ separation of the guide wire.